Manufacturer narrative:
Insulin pump was received with minor scratches on display window; cracked case at display window corners, cracked reservoir tube lip, cracked battery tube thread and ink spots/bleeding on center of lcd window. The blood glucose meter communicated properly with pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report the insulin pump has damage to the display screen and the blood glucose meter cannot be linked. Blood glucose reading was 180 mg/dl. The customer dropped the insulin pump in the bathroom. Advised that the insulin pump will be replaced. Nothing further reported.